Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
T was reported that the bedside respiratory therapist found unknown floating black particles inside the pilot balloon and the cuff. The therapist attempted to remove the particles through the pilot balloon, but one large black particle did not come out. The tracheostomy tube was replaced with a new one to remove the material from the patient and ensure safety. The event occurred while the device was in use with a patient and took place in a hospital operated by a healthcare professional.